Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that the lead warning triggered, and both the atrial and right ventricular (rv) leads exhibited low impedances. It was suspected that the rv lead inner insulation had been breached. The rv lead was capped and replaced, and the atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.